Event description:
It was reported that the impedance was >9,999 ohms during attempted implant after the physician had connected the ventricular lead to the device. When connection was reattempted, the physician could not turn the set screw with the wrench. The device was returned and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.